Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x20 mm trek rx was advanced without resistance to the heavily calcified, mid left anterior descending coronary artery. Attempt was made to inflate the trek to nominal pressure (8 atmospheres), but the trek only partially inflated and contrast was noted leaking on the fluoroscopy. The trek was removed from the anatomy and a hole was noted on the balloon. Another balloon dilatation catheter was used with the same inflation device and it worked fine. A xience stent was also deployed in the lad without issues. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. The inflation issue was unable to be confirmed due to the balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.